Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable required replacement. The part was replaced and the issue was resolved. The cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was displaying a frame rate error when the user was attempting to acquire a 3d spin. The umbilical cable was disconnected and re-connected, which resolved the issue. The procedure was completed successfully with the imaging system and the patient was not impacted. The length of extended surgical time was reported to be 20 minutes.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported problem was caused by an electrical failure. Mvs interface cable passed bench 100t and gbit communications testing, as well as continuity testing. Installed cable assembly on test imaging system and the system initially functioned as expected, with communication, charging and both 2d and 3d imaging successful. The reported "frame-rate error" could not be duplicated however after manually manipulating the cable, the system did not ready, and instead displayed "connected, not ready." Intermittent open in cable.

Manufacturer narrative:
(B)(6).